Manufacturer narrative:
Inspected one opened/used sensor and performed visual inspection and found sensor with cannula broken, broken part is missing. See attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Then, performed visual inspection and checked introducer needle for burrs/hooks and dull needle tip defects and none was found. Introducer needle passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor needle was broken and believed it was still in her body. Customer's blood glucose level was unknown. Customer also stated that the skin was red and puffy. Customer reports that they did not receive medical treatment as a result of the sensor fracturing while still in the body. The device will be returned for analysis.